Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, only the connector end of the lead was received for analysis. Visual inspection of the lead found an external insulation abrasion consistent with friction to the device can. No other anomalies were identified

Event description:
This report is to advise of an event observed during analysis.